Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va1atfw implanted: on (B)(6) 2017 : product type lead product ID 3708695 serial (B)(6) implanted: on (B)(6) 2017 : product type extension product ID b35200 serial (B)(6) : product type implantable neurostimulator product ID 37601 serial (B)(6) implanted: on (B)(6) 2017 explanted: on (B)(6) 2023 product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va1atfw, ubd: 25-jul-2019, (B)(4) ; product ID: 3708695, serial (B)(6) , ubd: 22-jun-2020, (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went in for an eos battery replacement. Impedances on their old activa implantable neurostimulator (ins) were all normal. When the extension was placed into the new percept ins, contact 9 and 10 were out of normal range. They were greater than 5k at 1 ma impedance measurement. The surgeon took the extension out, wiped it off with wet and dry sponges, suctioned out the bottom port and re-inserted into the bottom port. Impedances were checked again and contact 9 was normal but contact 10 remained greater than 5k. The surgeon placed that lead in the top port and impedances were all normal. The lead was reinserted into the bottom port and contact 10 was still greater than 5k. The surgeon requested a new ins. Technical services called, instruction were given, surgeon followed insertion instructions with no change in outcome. The second percept ins was opened and both extension placed in the correct ports. Top port impedances were all high and bottom port all normal. The surgeon reinserted the top extension and felt it wasn't fully seated in the ins. The impedances were re-ran and all top port impedances were normal. The bottom port read that contact 10 was greater than 5k. The surgeon took out the extension, wiped it down, and then reinserted it and the results were unchanged. The patient is not using contact 10 for their therapy so the surgeon proceeded with the case. The pocket was closed and the manufacturer representative ran impedances in post operation and contact 10 remains greater than 5k. The issue was not resolved at the time of this report. It was reported that the patient is having pc replaced to percept. Caller reports pre-op, impedance was within normal range. Caller reports all contact pairs with 10 is showing high impedance reading. Caller reports using the same lead, swapping to top port, all contact pairs with electrode 2 is showing high impedance reading. Caller reports initially electrode 10 was within normal range, high impedance after inserting the second lead. Caller reports she has tried a different ins and continues to see high impedance. Reviewed electrode 10 impedance. Additional information received from the manufacturer¿s representative (rep) reported the patient was currently receiving effective therapy.